Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
It was reported that a 33mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 11 years, 10 months due to regurgitation. A 29mm transcatheter valve was implanted. Trace regurgitation was noted post-implant. Outcome was reported to be well.

Event description:
It was reported that a 33mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 11 years, 10 months due to regurgitation. A 29mm transcatheter valve was implanted. Post procedure echo and angiography and hemodynamics demonstrated no central valvular and trace paravalvular leak. Patient was discharged home on pod #3.